Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11646. It was reported the patient was no longer receiving adequate coverage due to experiencing abdominal stimulation. X-rays revealed one of the patient's leads had migrated. As a result, the lead was repositioned on (B)(6) 2013. Repositioning the lead resolved the patient's issue(s). Both leads are being reported because it is unknown which lead had migrated.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.